Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker.

Event description:
Customer reported she was unable to remove the battery cap on the insulin pump. Customer does not recall blood glucose at the time of the event. Customer reported the insulin pump had cosmetic damage as well. No further information reported.